Event description:
During the advancement of the lariat over the laa, it became evident that the findrwirz had perforated the laa since it was located outside the laa. There was a minor effusion that developed, however, hemodynamics were stable. A drain was inserted and fluid drained. With the pt stable, it was decided to proceed with capturing and closing the laa. The appendage was captured and closed w/o further incident.

Manufacturer narrative:
Potential vessel damage is a known complication listed in the IFU. The device was not returned for eval and there is no evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met specifications prior to shipment.